Event description:
It was reported that the user experienced hyperglycemia after a supply change when the bottom of the cartridge appeared pushed out and insulin was observed leaking, consistent with a cartridge leakage and infusion delivery failure. Symptoms included elevated blood glucose with a reported peak of 324 mg/dl and no acute clinical effects reported. Outcomes included a temporary interruption of pump therapy, a plan for a manual insulin injection, and disconnection from the ilet for two hours, with no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed evidence of a leaking cartridge and probable loss of insulin delivery. It was concluded that the event was related to a device component issue involving the cartridge and infusion delivery pathway, leading to transient hyperglycemia without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.